Event description:
Caller states customer was unable to obtain a result on the aviva test system due to an error on the device. Customer ate less than normal since he did not know if his blood glucose was low or high. A short time later, customer became extremely confused; a neighbor tested customer's blood glucose and result was in the 40's (mg/dl). Paramedics arrived and customer was treated with a glucose IV and food; low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.